Event description:
It was reported that the recharge system got stuck on an initialization loop. The front panel battery indicator leds were blinking signaling the device didn't exit factory mode. Contributing factors may include that the patient allowed the wireless recharger to get the battery overdischarged, and when they placed the recharger on the charging dock the initialization was halted preventing a normal functioning of the device. Troubleshooting attempts included leaving the recharger on the recharging dock for a long time, and an attempt to use the recharger app was made without success. The app did not find the recharger. All the described scenario is consistent with the issues reported on the ongoing 1183 field action. Several resets were attempted by long pressing the wireless recharger button, the attempts were made with the recharger in and out of the recharging dock. The issue was not resolved at the time of this report. There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There was no injury as a result of the event.

Manufacturer narrative:
H3: analysis of the recharger (B)(6) found that led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.